Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the keyboard keys g and h were not working. A field service engineer (fse) addressed an issue where some keys on the keyboard were inoperative. The fse inspected the station, replaced the faulty keyboard, and tested the station using the diagnostics application. The customer also tested the station in the medication application to confirm proper operation. The station was verified to be functioning correctly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, keyboard keys g and h were not working. However, there were no delays or adverse events or injuries reported based on this event.